Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose and insulin delivery concerns while using the ilet pump, including an occlusion alarm that resolved after changing supplies; the patient wears a 23-inch, 6 mm inset and did not observe a bent cannula, leakage, insulin odor, or sensation of insulin during the alarm, and her husband performs supply changes. Symptoms included hypoglycemia. Outcomes included oral treatment of low glucose and temporary interruption of usual activities when the patient left work. Investigation included troubleshooting and education provided by support, with additional training offered and declined. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear despite resolution after set change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.